Event description:
It was reported that during an open hepatectomy, the device became not to be activated after clamping the target tissue. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged pawl, premature sled movement. Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one pce60a device was returned in good visual condition. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. An ecr60w cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition.